Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error alarm. The customer¿s blood glucose level was 447 mg/dl. The customer was treated with manual injection. Drive support cap was normal. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Troubleshooting was done for high blood glucose and under delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.